Event description:
The customer stated that this unit displays the defib error eleven on power-up. Discovered during a routine check.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Investigation confirmed the reported problem. Trouble-shooting isolated the cause of the malfunction to a failed fet (field effect transistor) component on a printed circuit card assembly. The printed circuit card assembly was replaced to restore device operation. The repaired device was returned to the customer after passing acceptance testing.